Manufacturer narrative:
One used cadd®-solis vip ambulatory infusion pump was returned for investigation. A visual inspection revealed the device to be in good physical condition. A review of the event history log confirmed the occurrence of the reported error. Use testing confirmed the reported error. Further evaluation found that the pump's air detector was inoperable. A root cause for the defective air detector could not be determined. The complaint was confirmed.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump experienced a constant air alarm. No injury was reported.